Manufacturer narrative:
(B)(4): the customer reported intermittent therapy cable connection symptoms. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent therapy cable connection symptoms.